Event description:
It was reported that the customer had a blood glucose level of 422 mg/dl. Customer's health care provider was not sure why they were running high suddenly. Customer declined troubleshooting and stated that she will call back tomorrow.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.